Manufacturer narrative:
(B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Patient was asked, "for this child born after you began this study, is there a new neurological diagnosis since the last time you completed your questionnaire?" Patient reported "yes." This event is not side specified. This is for the left side. Please see MFR: 2024601-2013-00730 for the right side.